Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. As received, the dovetail on the articulating component on one side is flared and the other side is compressed due to improper alignment of instrument, also signs of gouging as well DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. The most probable root cause for the issue of implant not fully/properly seated against tibial plate is misuse. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were corrected: lot number. Expiration date. Manufacture date. The following sections were updated: device availability.

Manufacturer narrative:
(B)(4). The customer has returned the product and it is awaiting evaluation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
When inserting the nexgen articular surface, the bottom did not combine properly with the tibia, which caused an hour delay in surgery.